Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: during investigation, the pump powered up to a dim and pink display. A cloudy display issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part, and below the bumper pad. A leak was found in the battery compartment. The pump was opened to find moisture on the display, and on all circuit boards.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.